Event description:
It was reported that the rod has come out of the connector. Pt will be followed closely as the other side of the construct seems to be ok.

Event description:
Add'l info rec'd indicates that the pt was arrested 3 weeks post-op. While handcuffed, with hands behind his back, the pt felt something in his back pop while riding in the back of the police car. He claims uncessary force was used. X-rays showed that the devices had disconnected, but were left in situ as the pt seemed to be doing well, although he was experiencing a sharp pain in his left side. Devices were subsequently removed in sept.